Event description:
It was reported that when a symptomatic patient with phrenic nerve stimulation presented to the emergency room, the device was in back up vvi mode with no therapy available. A device download was performed to address the phrenic nerve stimulation. Soon after, noise was observed. The device was later explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
The reported field events of backup vvi and noise were confirmed in the laboratory and were due to an intermittent component connection to the hybrid. (B)(4).